Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, a customer noticed exposing wires on a fenestrated bipolar forceps instrument when it moved to one direction. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) obtained the following information from the initial reporter: the exposed wires were at the top of the instrument where there was a wire that wraps through the instrument. Where the wire was usually tight, on this occasion it was loose and when the instrument was moved to one particular direction the wire buckled and exposed itself out of the instrument. There was no injury to the patient. It was noted and the instrument was removed immediately. The procedure was completed with a different instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis (fa). Fa was able to reproduce the reported complaint. The instrument was found to have a broken distal pitch cable at the distal end. The location of the break is inside of the main tube that. The broken cable segment that contains the crimp was still installed in the clevis.